Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient was revised due to infection. (Left). Srnjr number: (B)(6). Frasa: p2 - mild disease not incapacitating.